Manufacturer narrative:
This product will be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated the cypher stent delivery system (sds) had a cracked hub and subsequently, physician was unable to prep the device. Further info revealed the packaging was received intact. The product appeared normal during inspection, however, there was inability to prep device, as the hub was noticed cracked at this time and could not attach to syringe. The pt's demographics are unk, as well as the target vessel/lesion. The device was not used in the pt. Another cypher was used to end the procedure. There were no adverse effects to the pt.